Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device is being filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, two proglide devices were difficult to lift the footplate lever, open the feet and pull the devices back to the vessel wall. The plungers were depressed and the needles did not lock with the cuffs. Proglide use was abandoned. The evar procedure was completed with surgical suturing used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficulty to advance could not be replicated in a testing environment as it was based on operational circumstances. The reported needle to cuff miss was confirmed. The reported difficulty closing the foot was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.